Event description:
It was reported that, during evaluation at bench repair, the mx40 patient wearable monitor is unable to emit audible sound. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate there was no speaker sound during the start up test. A replacement mx40 patient wearable monitor was sent to the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.